Event description:
Patient called to report on 2 flowflex covid-19 test kits that she believes are faulty. She stated there was a faded positive hours or up to a day after testing. Reference report: mw5151556.